Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the ligator head found six bands present with one band caught under another. One band was deployed and not returned. The suture was noted to be broken with portions attached to the ligator head and the trip wire loop. There was no issue with the ligator head teeth. It was also noted that the proximal loop was retracted into the handle post with the crimp caught inside the post. The trip wire had been cut and one end was placed into the handle post slot. Moreover, the trip wire was caught between the handle bracket and spool. The handle bracket and spool presented numerous gouges caused by the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard; the handle functioned properly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Additionally, failure to ensure the trip wire did not fall into the gap between the handle post and bracket most likely contributed to the damage to the handle assembly. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 21, 2016 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6)2016. According to the complainant, during the procedure, the bands could not be released inside the patient. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.